Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump black box and alarm history showed cs-088 call service alarms. During testing, the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed, and there was evidence of moisture observed on the printed circuit board (pcb). The call service alarm complaint was shown in the pump history but was not duplicated during the investigation. Unrelated to the complaint, investigation revealed that the display screen was dim with discolored text.